Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the angiojet avx thrombectomy was received with no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing revealed no damage or irregularities. Device operated as it should have. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported an error message occurred at the start of aspiration. An avx® thrombectomy set was selected for use in a treatment procedure in the arm. The device primed properly but when it was inserted into the patient and aspiration started, it stopped, on multiple attempts with the error code " check saline supply." The procedure was completed with a different device. No complications were reported and the patient is fine.